Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were operating in critical override and were not synchronizing patient data. A technical support specialist (tss) reviewed the affected stations and confirmed that the disconnected mode and critical override conditions had been cleared from the system side. A request was made for the customer to validate the current status within the environment. The tss communicated that the case could be closed upon confirmation of resolution, noted that a delay in medication dispensing had occurred, and requested additional incident details for reporting purposes. Follow-up actions were initiated to gather information regarding prior changes and to assess the current system status. Confirmation was subsequently received from the customer that the issue had been resolved with no further problems reported, and approval was provided to proceed with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the stations were in critical override and were not synchronizing patient data. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.